Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported after wearing the pod on his arm the patient noticed the site was red, infected with pus coming out of the site, swollen, painful during insertion and bolus. He went to see his dermatologist who prescribed cavilon, bactroban (used for the first two days) , fucidin (once every other day) and chlorhexidine shampoo for the site infection and staphylococcus bacteria. The patient¿s blood glucose reached between 18, 19 to 20 mmol/l (324, 342 and 360 mg/dl). The patient stated that this happen 5 different times please see related complaints ((B)(4)).

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. The device completed sterility within specification. The reported infection at the infusion site and pain during insertion could not be conclusively determined.